Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch records review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Synovial fluid had white blood cell count increased of 80,000 [synovial fluid white blood cells positive], right knee blew up/ swollen [joint swelling], right knee painful [arthralgia], right knee effusion [joint effusion], right calf swelling [oedema peripheral], his knees are still sore [therapeutic response decreased]. Case description: spontaneous report was rec'd on (B)(6) 2013 from (B)(6) male pt, with osteoarthritis. The pt's medical history was significant for previous use of medical device implantation with synvisc in both knees (4-5 times over a period of 8 yrs). On (B)(6) 2012, the pt initiated treatment with synvisc (hyland g-f 20) injection at a dose of 2 ml in both knees once weekly. On (B)(6) 2012, the pt had second injection of synvisc in both knees. The lot number for synvisc was not provided. On (B)(6) 2012, on day after the second synvisc injection, the pt's right knee blew up. It was very swollen and painful. On an unspecified, the doctor aspirated 75 cc of fluid from the knee and the fluid had a white blood cell count (wbc) of 80,000 (units not provided). He was hospitalized for three days. His knee was surgically cleaned and rec'd intravenous antibiotics as treatment. The cultures from the aspirated knee fluid were negative. About a week following his release from the hospital his right knee and calf were still swollen. An ultrasound revealed no evidence of a blood clot in his leg. It was reported that his knees were still sore (subtherapeutic response) and the swelling in his right knee had decreased significantly and his knee was almost back to normal. His doctor described his experienced as a synvisc flare. The action taken with synvisc treatment was not provided. The outcome for the events of right knee effusion, synovial fluid white blood cell count increased and his knees are still sore (sub-therapeutic response) was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.